Event description:
An email was received regarding a tego connector, which generated a leak during patient use. The reporter stated that, in general, connecting and disconnecting the product to the syringe caused deformation of the silicone seal. On more than one occasion, they have had to remove the caps due to leaks or tears. The nursing staff has informed that they are unable to identify specific defective lots. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.